Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device is filed under a separate medwatch report.

Event description:
It was reported that arteriotomy closure of both common femoral arteries was attempted using proglide devices with 6f sheaths after bilateral peripheral angioplasty procedures. Calcification was present at the left common femoral artery access site. Reportedly, a cuff miss was noted with one proglide in the right and one proglide in the left common femoral artery. An additional proglide device was used on each side to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.